Event description:
During an ileostomy closure the device was being used for an anastamosis. After it was fired, the staples in the middle of the anastamosis were found to be loose and did not hold. A second stapler was used without a problem. There was no pt consequence.